Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery out limit, failed battery test alarms during testing. No constant tone, audio/beep anomaly during testing. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated, they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. It was also found the insulin pump had a constant tone and a crack was present by the battery compartment. Customer's blood glucose was 350 mg/dl. Customer also reported experiencing keytones from their blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.